Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose of 500 mg/dl. Customer's symptoms included thirst and headache. Troubleshooting was performed with the insulin pump. Customer declined to check for presence of leaks or air bubbles. Drive support cap appeared normal. Settings, programming, and history all appeared accurate. The customer declined to perform high pressure test. Customer stated she was not having issues at the time of the report, she had changed out the set the previous evening, and felt it was all working. Customer was advised to speak with healthcare provider to see about possible settings adjustments. Customer's blood glucose was 190 mg/dl at the time of this report.